Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out of range (oor) right ventricular (rv) shocking lead impedance (sli) greater than 200 ohms. Boston scientific technical services (ts) discussed connection issue in device header or with adapter. The field representative will discuss with the physician. Additional information received indicated that the cause of the oor impedance was not determined. The patient will continue to be monitored for the time being. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.